Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Results: the complaint for ¿pain at ipg site and lead migration¿ could not be confirmed through product analysis testing alone. As received, the lead was returned complete cut in five segments. Microscopic inspection of the lead revealed there were wires that were detached from the electrodes on the paddle; was subjected to explant procedure. As the lead was returned cut, it could not be fully analyzed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an x-ray taken for pain at the ipg site (reference MFR. Report#:1627487-2014-2025). X-rays revealed the patient's lead has migrated. It was also noted the patient has turned stimulation off. However, the patient did not report any changes in her stimulation. The patient plans to undergo surgical intervention as the next course of action.